Event description:
It was reported that multiple intermittent occlusion alarms occurred with mobi pump. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.